Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the v60 displayed an error message: "defective alarm indicator." It is unknown if the device was in clinical use at the time the issue was discovered; however, there was no patient or user harm reported.

Manufacturer narrative:
H10: upon review of the record, the issue does not meet the reportability criteria and was reported in error. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18965.